Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg explant procedure. The explanted ipg was not released from the facility and will not be returned.